Event description:
A consumer, via an atty, reported developing epidural fibrosis and cauda equina signs and symptoms associated with the use of gelfoam sponge during spine surgery in 2000. About twelve days later the consumer returned to the emergency room with cauda equina signs and symptoms in both lower extremities and demonstrated diminished rectal tone, evidence of urinary retention and parasthesias in saddle distribution more pronounced on the right side. A surgical exploration, on an unspecified date, determined the consumer had developed a hard epidural fibrosis. No further info was provided.